Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls. Fluid had no issues traveling the complete fluid path. No damages or deficiencies were observed with the device that would contribute to an obstruction. No problem was found regarding the reported obstruction of flow event. Inspection of the needle mechanism assembly, adhesive pad, and bottom housing found no damage or deficiencies that would contribute to an infusion site irritation. Though no deficiencies were found with the device, the investigation could not determine the cause of the reported skin condition irritation event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 18 mmol/l (324 mg/dl) between 37 and 48 hours of wearing the pod. The patient¿s mother reported the cannula seemed to have a blood clot. The pod was removed from their abdomen, and the insertion site was red. As treatment a new pod was applied and the patient¿s bg levels returned to the targeted range.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.